Event description:
It was reported that the stent was uneventfully implanted across the target 80% stenosed left middle cerebral artery lesion; however, did not fully open and stent angioplasty was used to open the stent. The stent remained implanted. There was no clinical consequence to the patient.

Manufacturer narrative:
The device remained implanted.